Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to hypoglycemia. Customer's blood glucose levels at the time of hospitalization 37 mg/dl. The customer reported having symptoms of , the customer was/not wearing the insulin pump at the time of hospitalization. It was also reported that the insulin pump had an absence of a no delivery alarm. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The bolus wizard functioning properly per bolus wizard. The bolus delivered properly during testing.